Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a difference between sensor glucose and blood glucose values, a possible over-delivery anomaly. The customer started shaking during the event. The customer was treated with emergency medical services and carb intake. The event involved product(s) mmt-1884, mmt-342, mmt-431ag, mmt-7841zn and unk_sensor. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 50 mg/dl and sensor glucose value was 140 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer was advised to discontinue device use and revert to the backup plan as per health care professional instructions. The product return is required for mmt-1884. The product return is required for mmt-342. The product return is required for mmt-431ag. No product return is required for unk_sensor. Product return is required for mmt-7841zn.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08735 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 19-sep-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 19-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 19-sep-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: (B)(6) 2025 19:40:26.000, (B)(6) 2025 19:50:00.000. (B)(6) 2025 21:40:27.000. (B)(6) 2025 23:40:28.000, (B)(6) 2025 23:50:00.000. (B)(6) 2025 01:50:27.000. Lostsensor1alert (780) was found on: (B)(6) 2025 11:08:00.000. Sgcalibrationerror (776) was found on: (B)(6) 2025 02:45:22.000. (B)(6) 2025 05:48:21.000, (B)(6) 2025 05:49:08.000, (B)(6) 2025 09:11:16.000, (B)(6) 2025 12:34:01.000, (B)(6) 2025 08:59:22.000, (B)(6) 2025 09:22:44.000, (B)(6) 2025 16:01:41.000, (B)(6) 2025 16:02:26.000. Lostsensor2alert (781) was found on: (B)(6) 2025 11:24:00.000. Sgcalibrationerror2 (838) was found on: (B)(6) 2025 09:31:22.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 91 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Insert battery alarm was found on: (B)(6) 2025 10:05:16.000. (B)(6) 2025 16:46:33.000. Low battery alert was found on: (B)(6) 2025 08:50:00.000. Pump error 23 alarm was found on: (B)(6) 2025 16:47:21.000. Power loss alarm was found on: (B)(6) 2025 16:47:37.000. (B)(6) 2025 16:47:45.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 12:18:57 am. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. Pump error 23 alarm and power loss alarm were expected. The behavior was expected since the user removed aa battery and pressed back key for 8 sec - this disconnects backup battery and pump loses power. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.92mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs and sensor glucose/blood glucose (sg/bg) anomaly. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.